Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; a lot history search could not be performed due to the lack of a lot number. A complaint review was conducted on lots 8991882, 8853377 and 8833733, the last three lots shipped to the customer before the procedure date. Six complaints have been reported for lot 8833733, none for a similar issue as this complaint. A device history review was also conducted on the shipped lot numbers and the review revealed no anomalies that could be associated with this incident. No conclusions could be drawn regarding the possible root cause for this complaint. A 03/2007 fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.

Event description:
It was reported to boston scientific corporation that a patient received a transobturator mid-urethral sling procedure, date of the procedure occurred in 2007. Post procedure examination, it was noted that vaginal erosion had occurred. The physician needed to trim the mesh and cover it with a graft over the exposed mesh for proper effectiveness. A full recovery is expected. No further info forthcoming.